Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99443. Supplemental rationale: corrected data: b5, h1, h6, h11 . 8 events were previously reported during the reporting quarter; however, - 1 previously reported event was included under MFR report # 3015967359-2025-99507 but should be included under this report. - 9 previously reported events are included in this follow-up record. Product return status: 9 devices were evaluated based on historical data analysis. Evaluation findings (results/components): 9 devices: fracture problem / part/component/sub-assembly term not applicable. Product disposition: 9 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 9 events for the failure: fracture. - 6 events had no health consequences or impact. - 3 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 8 events were reported for this quarter. Product return status. 3 devices had investigation types that have not yet been determined. 5 devices were evaluated based on historical data analysis. Evaluation findings (results/components). 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 5 devices: fracture problem / part/component/sub-assembly term not applicable. Product disposition. 5 devices: product not received. 3 devices: product disposition is not yet determined. Additional information. 8 devices were labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 8 events for the failure: fracture. 5 events had no health consequences or impact. 3 events had problem identified during non-clinical procedure; there was no patient involvement.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99443. Supplemental rationale: corrected data: b5, h6, h11. 8 previously reported events were included in this follow-up record. Product return status: 8 devices were evaluated based on historical data analysis. Evaluation findings (results/components): 8 devices: fracture problem / part/component/sub-assembly term not applicable. Product disposition: 8 devices: product not received.